Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Myocardial infarction and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record could not be conducted because the lot number was not provided.

Event description:
It was reported that the initial procedure was performed on (B)(6) 2014 to treat a lesion in the mid to distal right coronary artery. The 3.5 x 33 mm xience xpedition stent was implanted. Post-dilatation was performed with an un-specified balloon. On (B)(6) 2015, the patient experienced an st elevated myocardial infarction (stemi). It was found that there was 80% in-stent restenosis in the distal part of the stent due to ruptured in-stent plaque observed on (B)(6). No intervention was performed and the patient will be sent to coronary artery bypass grafting (CABG) for treatment. The final patient outcome was good. No additional information was provided.